Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7074895/7075087/7075047.

Event description:
It was reported that the patient had an exposed electrode and developed infection behind the ear, over the spinal cord stimulation (scs) lead. Symptoms were swelling, inflammation and redness. Antibiotics were prescribed. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility preference.